Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, after extensive troubleshooting, it was found that one of the pistons in the gantry door mechanism was bent. The piston was straightened, and the top dingus assembly was replaced and adjusted, as it had been damaged by the impact. The door was opened and closed multiple times as a verification of repair, with no issues noticed. On (B)(6) 2025 sidewall door cover was replaced. Ran a system checkout as per asm guidelines and checklist. System was given back to customer as ready to use for clinical cases with satisfactory results. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000135, product ID: bi71000138, product ID: bi71000203. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was run into a wall. As a result, several covers have been damaged and the gantry would not open. There was no patient present.

Manufacturer narrative:
H3, h6) the component was returned to the manufacturer for analysis. Analysis found issue confirmation, "damaged cover". The reported complaint was confirmed. Visual inspection revealed that the alignment pin on the dingus was bent and damaged, preventing proper gantry movement. The physical damage to the component was directly impacting system functionality. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000203, serial/lot #:(B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.